Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right atrial (ra) lead exhibited diaphragmatic stimulation. Additional information received implied that prior to repositioning the lead, this lead was found to be dislodged which was confirmed through fluoroscopy. This lead was explanted. No additional adverse patient effects were reported.